Event description:
It was reported that pump experienced repeated cartridge alarms, including cartridge alarm 20, and issue did not occur during load process. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for placing old pump in storage mode and returning it within required timeframe, advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, confirmed shipping details with signature required, and agreed to send replacement cartridges as a goodwill gesture.